Event description:
A device replacement was reported. It was stated that the patient's catheter was occluded, the pump and the catheter were explanted. A (B)(4) study was done and was "ok", a (B)(4) study concluded blocked catheter. Patient recovered without sequelae. Drug delivered via the device was hydromorphone.

Manufacturer narrative:
Catheter model 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed anomaly in the sc pump connector. An indent was observed down in sc connector seal along with occlusion.

Manufacturer narrative:
(B)(4).